Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported that the patient's infusion set's tubing detached/broken at site connector on (B)(6) 2021. At the time of the incident, the patient's blood glucose level was 6.8 mmol/l. The infusion set had been used for three days. Moreover, they replaced the infusion set and resumed insulin successfully. No further information available.